Event description:
The pt alleged that their meter would not power on for approx 2 weeks. The pt continued to take their set amount of oral medications while unable to test. Pt's family member stated that the pt had gone to the physician's office because of high blood sugar symptoms. A lab test was done to test the pt's blood glucose, but did not get the results. The physician contacted the pt to come to the office where their oral medication regimen was adjusted. The pt's family member did not have any of the blood glucose tests availiable. The issue with the meter was not resolved with troubleshooting. There was no evidence that the pt suffered a serious injury. The meter has been replaced for the pt. No further info has been reported.